Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed low pacing impedance and insulation damage on the right ventricular (rv) lead. On 16 jan 2024, the physician elected to cap and replaced the rv lead. The patient was in stable condition.